Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country o f complaint: chile. It was reported that the needle is detached from the thread.

Manufacturer narrative:
Samples received: 46 unopened racepacks and 6 opened. Analysis and results: there are two previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 46 closed samples and 6 opened (5 of the 6 open samples with the needle detached from the thread, and the thread is still wound on the pack). We have tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: we opened a corrective action in order to avoid this kind of incidents in the future: ak200470097.